Manufacturer narrative:
The identifying lot number of the arsenal connector has not been provided and is unknown. An investigation into this type of occurrence is being conducted using a separate connect that encountered the identical failure during the same case to the same surgeon. A follow up submission will be filed upon completion of the analysis.

Event description:
The set screw of an arsenal narrow connector fractured and broke where the driver mates with the implant. The detached head of the set screw was removed from the patient, but the connector itself and set screw threads remain properly positioned/attached to the rod within the patient.

Manufacturer narrative:
Testing shows that the revision connector constructs fail under loads far exceeding those experienced during final tightening. Final tightening loads may be as high as 84 in-lbs; the tested constructs failed at an average of 130.6 in-lbs. With the lowest failure occurring at 128.6 in-lbs. Comparison of the failure mode and wear marks on the returned parts vs. The tested parts indicates a slightly different failure mode (shear through the neck up to the hexalobe vs. Shearing directly across the neck, respectively) and significantly different wear areas. The wear areas on the returned parts indicate that the set screws were driven deeper into the revision connector body than intended, causing undersigned (and undesirable) surface contact between the set screw and revision connector ledges. This surface contact would drive the torque load into the neck and hexalobe of the set screw, and prevent transfer of the load to the rod. This would result in failure at a lower torque load (due to the lack of load distribution through the construct leading to load concentration at the surface contact area) and is also consistent with the failure mode seen in the returned parts, since there would be a significant loading component in the upward direction towards the hexalobe in opposition to the load being forced on the contacting shelves. The difference in wear patterns seen on the revision connector set screws is also consistent with the theory that the revision connector set screws were driven deeper into the revision connector than intended. The set screws should have contacted the rod much near the tip of the cone, and the returned parts indicate that contact occurred only at the most proximal end of the cone; therefore the set screws must have been seated much further into the construct before contact occurred. This combination of increased set screw insertion depth and late contact is not possible with a 5.5mm diameter rod, but it would be consistent with the expected results if the revision connectors were paired with a smaller diameter rod (possibly a 4.75mm rod). Based on the assessment and the engineering tests, this team concludes that it is extremely unlikely that the failures observed on the returned parts occurred under normal intended use and further concludes that the revision connector assemblies are fully functional when used in accordance with the arsenal IFU and surgical technique.